Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that he inserted a sensor this morning and noticed that there was some blood underneath the sensor close to the connector. Customer was able to stop the bleeding and made sure there was no blood where the transmitter connected to the senor. Customer continued to use the sensor. Customer started getting low alerts with sensor where his sensor glucose was below 40 mg/dl but his blood glucose was 170 mg/dl. Customer stated that his threshold suspend did not go off when the sensor was at or below the set amount either. Customer stated that the issue never occurred before. Customer also had a calibration error and did not calibrate a second time. Customer's current blood glucose is 157 mg/dl and sensor glucose is 40 mg/dl. Difference between readings is within an acceptable range. Customer declined troubleshooting for the calibration error, blood at site, and tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.